Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient was observed with a heart rate at 50 bpm, which was below the programmed lower rate limit for the implantable pulse generator (ipg) device. The device remains in use. No patient complications have been reported as a result of this event.